Event description:
The pt was given an interferential treatment, using a me994 sonicator plus using 2" round empi electrode pads, the unit was set at 80-150 mhz @ 30ma for a 15 min treatment per therapist. After the treatment ended therapist removed the pads and pt noticed a discoloration approx 3-4cm in size. Therapist then asked if pt had felt discomfort during the treatment and pt replied that pt did not. The pt's spouse called later and said pt had a hole in their back. The pt cancelled all of their appointments and stated that pt would not be back. The pt sought medical attention at their primary care physician for the burn. The therapist examined the empi electrodes used and found a small burn area on the electrode pad where a wire had branched off from the middle strand (this electrode was used one).